Manufacturer narrative:
No sample or lot number information was received by manufacturing in which to perform an evaluation. All batches are released according to the required specifications. No out of specifications result regarding particles were found for this product which was produced during the last year. The complaint history of this product for the last year does not show any trend for toxic anterior segment syndrome (tass) complaints. Additional information was requested. (B)(4).

Event description:
A surgery center administrator reported a patient presented with toxic anterior segment syndrome (tass) three days postoperatively following a cataract with intraocular lens (iol) implant procedure. The patient's symptoms have resolved with treatment of injection. This is the eleventh of eleven report for this facility.